Event description:
The customer reported to physio-control that their device was overheating, and caught fire. The device was connected to ac power. When the device was unplugged from ac power, it cooled down but it would heat up again, as soon as it was connected back to ac power. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplement report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Despite several attempts from physio-control to get the device returned, the customer did not return the device for further evaluation. Since the device was not returned for evaluation, a cause of the reported failure could not be determined. Physio-control discontinued service and support of this device as of 05/01/2010. The customer was therefore advised to replace their device due to its age and the lack of service and support for this device.